Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call indicating that the insulin pump had damage. Customer's blood glucose was 429 mg/dl. The customer is feeling fine and not hospitalized. The customer was treated with injection. The customer stated there is corrosion leakage in battery well. The customer was advised leaving a battery in the pump while not using it. The customer was advised to discontinue use of the device and revert to backup plan. Customer was advised that the device would be replaced.